Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. A pause episode was noted on the patient's implantable cardiac monitor, which appeared to be because of loss of tissue contact in the pocket. There were no patient consequences, and the patient will continue to be monitored.